Event description:
It was reported that patient presented in clinic with an alert for out of range impedance. Upon investigation, it was noted the pacing lead impedance and capture threshold had increased. Diagnostic imaging did not reveal any anomalies. Lead remains implanted and will be monitored. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.